Event description:
Allegedly, a study from lawson et al. In 2020 (anterior percutaneous-assisted total hip arthroplasty: surgical technique and early outcomes) was reviewed and information is provided below: an intraoperative fracture occurred during an anterior percutaneous-assisted total hip arthroplasty (anteriorpath) procedure.

Event description:
Allegedly, a study from lawson et al. In 2020 (anterior percutaneous-assisted total hip arthroplasty: surgical technique and early outcomes) was reviewed and information is provided below: an intraoperative fracture occurred during an anterior percutaneous-assisted total hip arthroplasty (anteriorpath) procedure.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.